Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the tlc75 device was returned inside its package; the package was returned partially open. The package was visually inspected and no anomalies were found in the seal area. No conclusion could be reached as to what may have caused the reported incident. The batch and lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, as the circulating nurse went to open the stapler in to the sterile field, she noticed the sterile seal/packaging had become loose and sterility compromised so, it was not opened and a second device (from the same box) was used without further issues. There were no patient consequences reported.